Manufacturer narrative:
Patient identifier: (B)(6). Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. A 20x3.00mm promus premier select drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Patient identifier: (B)(6). Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.:promus premier select ous mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the mioderately calcified right coronary artery. A 20x3.00mm promus premier select drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.